Event description:
It was reported that a guidewire fracture occurred. A 180x35cm fathom -16 guidewire was selected for use. During preparation, it was noted that the fathom wire was split. The physician revealed that the same issue happened twice. No patient complications reported.